Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.2 cm to 21.5 cm from the connector pin, due to friction with device can. The outer coil was exposed in the same area. This condition could contribute to the reported noise problem.